Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device alerting 02 low flow water flow rate (wfr) was 0.1 l/m. Hypothermia cooling patient temperature (pt) was 33.4c, targeted temperature (tt) was 33.5c, water temperature (wt) was 28.8c, water flow rate (wfr) was 0.1 l/m. Walked through stop therapy, empty pads and disconnect. Reconnected using proper technique. Restarted therapy and water flow rate (wfr) was primed to 0.1 l/m. System diagnostics: outlet monitor temperature (t1) was 25.6c, outlet control temperature (t2) was 25.6c, inlet temperature (t3) was 25.5c, chiller temperature (t4) was 5.5c, water flow rate (wfr) was 0 l/m, inlet pressure (ip) was -6.9psi, circulation pump command (cpc) was 31%, mixing pump command (mpc) was 0, heater command (hc) was 0, water reservoir level (wrl) was 5, system hours were 2710.6, pump hours were 697.2. Stopped therapy and placed device in manual control at 30c with no pads. System diagnostics: outlet monitor temperature (t1) was 25.4c, outlet control temperature (t2) was 25.6c, inlet temperature (t3) was 24.7c, chiller temperature (t4) was 6.6c, water flow rate (wfr) was 2.1 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 54%, mixing pump command (mpc) was 0, heater command (hc) was 41%. Disabled manual control and advised to swap out to new set of pads. Walked through new pad placement and connection. Water flow rate (wfr) was 0.7 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 40%, mixing pump command (mpc) was 0, heater command (hc) was 22%. Water flow rate (wfr) was dropped to 0.6 l/m with new pads. Set up on new device, water flow rate (wfr) was 0.9 l/m.

Event description:
It was reported that the arctic sun device alerting 02 low flow water flow rate (wfr) was 0.1 l/m. Hypothermia cooling patient temperature (pt) was 33.4c, targeted temperature (tt) was 33.5c, water temperature (wt) was 28.8c, water flow rate (wfr) was 0.1 l/m. Walked through stop therapy, empty pads and disconnect. Reconnected using proper technique. Restarted therapy and water flow rate (wfr) was primed to 0.1 l/m. System diagnostics: outlet monitor temperature (t1) was 25.6c, outlet control temperature (t2) was 25.6c, inlet temperature (t3) was 25.5c, chiller temperature (t4) was 5.5c, water flow rate (wfr) was 0 l/m, inlet pressure (ip) was -6.9psi, circulation pump command (cpc) was 31%, mixing pump command (mpc) was 0, heater command (hc) was 0, water reservoir level (wrl) was 5, system hours were 2710.6, pump hours were 697.2. Stopped therapy and placed device in manual control at 30c with no pads. System diagnostics: outlet monitor temperature (t1) was 25.4c, outlet control temperature (t2) was 25.6c, inlet temperature (t3) was 24.7c, chiller temperature (t4) was 6.6c, water flow rate (wfr) was 2.1 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 54%, mixing pump command (mpc) was 0, heater command (hc) was 41%. Disabled manual control and advised to swap out to new set of pads. Walked through new pad placement and connection. Water flow rate (wfr) was 0.7 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 40%, mixing pump command (mpc) was 0, heater command (hc) was 22%. Water flow rate (wfr) was dropped to 0.6 l/m with new pads. Set up on new device, water flow rate (wfr) was 0.9 l/m.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. System diagnostics: outlet monitor temperature (t1) was 25.6c, outlet control temperature (t2) was 25.6c, inlet temperature (t3) was 25.5c, chiller temperature (t4) was 5.5c, water flow rate (wfr) was 0 l/m, inlet pressure (ip) was -6.9psi, circulation pump command (cpc) was 31%, mixing pump command (mpc) was 0, heater command (hc) was 0, water reservoir level (wrl) was 5, system hours were 2710.6, pump hours were 697.2. Stopped therapy and placed device in manual control at 30c with no pads. System diagnostics: outlet monitor temperature (t1) was 25.4c, outlet control temperature (t2) was 25.6c, inlet temperature (t3) was 24.7c, chiller temperature (t4) was 6.6c, water flow rate (wfr) was 2.1 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 54%, mixing pump command (mpc) was 0, heater command (hc) was 41%. Disabled manual control and advised to swap out to new set of pads. Walked through new pad placement and connection. Water flow rate (wfr) was 0.7 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 40%, mixing pump command (mpc) was 0, heater command (hc) was 22%. Water flow rate (wfr) was dropped to 0.6 l/m with new pads. Set up on new device, water flow rate (wfr) was 0.9 l/m. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the lot number is unknown. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.